Manufacturer narrative:
Should additional information become available a supplemental record will be filed.

Event description:
Dealer advised seat upholstery is stretched out and ripping on the front.

Manufacturer narrative:
Additional/updated information was added to reflect the device being returned to the manufacturer for evaluation. The result of the evaluation was that the upholstery was fraying/torn on the front right of seat, which confirmed the original complaint issue. Also, the seat strap was popping thru the upholstery. However, the underlying cause could not be determined.

Event description:
Dealer advised seat upholstery is stretched out and ripping on the front.